Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported a balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the coronary intervention procedure, after the balloon entered the blood vessel, the pressure pump failed to inflate the balloon. Furthermore, blood started flowing back immediately when the pressure pump was connected. As a result, the balloon ruptured, so it was immediately withdrawn from the body using the normal method without any problem. The device was replaced with a new cutting balloon, and the procedure continued with coronary artery bypass graft (CABG) surgical treatment. There were no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and the record review conducted at the complaint investigation site. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event.

Event description:
It was reported a balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the coronary intervention procedure, after the balloon entered the blood vessel, the pressure pump failed to inflate the balloon. Furthermore, blood started flowing back immediately when the pressure pump was connected. As a result, the balloon ruptured, so it was immediately withdrawn from the body using the normal method without any problem. The device was replaced with a new cutting balloon, and the procedure continued with coronary artery bypass graft (CABG) surgical treatment. There were no patient complications reported, and the patient was stable post procedure.